Manufacturer narrative:
H3: product analysis #705600096: equipment used: video inspection system (m-78210), ruler 200cm (m-83361), drawing(s) referenced: dwgsfg15xxx-yyyy-zz rev. F as found condition: the pipeline flex embolization device and phenom 27 catheter were returned for analysis within a shipping box; and within a plastic bio-pouch. The pipeline flex pushwire was returned outside the phenom 27 catheter. Damage location details: no bend was observed on the pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. No defects were found with the proximal bumper, re-sheathing pad, re-sheathing marker, distal marker, and tip coil. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal end of pipeline flex braid was found to be not opened due to damaged braid. The proximal end of pipeline flex braid was found fully opened and moderately frayed. No flash or voids molded were observed in the hub. The phenom 27 catheter body was found to be kinked at ~72.8cm from proximal end. The catheter distal tip and marker band were examined; and no damages were found. No other anomalies were observed. ¿ testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and water exited out from the distal tip. An in-house mandrel was inserted into the phenom 27 micro catheter hub and catheter lumen without issue. The pipeline flex braid was pushed out from catheter. Conclusion: based on the analysis findings, the pipeline flex was confirmed to have failure to open at distal as the distal end of pipeline flex appeared to be not fully opened due to damaged braid. It was reported that ¿the pipeline was resheathed more than 2 times¿. Damage to the braid identified during analysis, could have occurred due to resheathing of the pipeline flex shield more than two times. In addition, based on the analysis findings, the phenom 27 catheter was confirmed to be kink/damage as the catheter body was found to be kinked. However, the root cause could not be detremiend. (Nikkhs2 2023-06-27) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline failed to open in the distal section and the phenom catheter was found kinked. The patient was undergoing pipeline dense mesh stent implantation for treatment of an amorphous, unruptured aneurysm in the c7 segment of the right internal carotid artery with a max diameter of 4.7 mm and a 5.1 mm neck diameter. The landing zone was 3.2 mm distally and 4.77 mm proximally. The accessed vessel was the femoral artery with a diameter of 4.9 mm. It was noted the patient's vessel tortuosity was moderate. It is unknown if dual antiplatelet treatment was administered. The angiographic result post procedure showed contrast agent retention in the aneurysm. It was reported that there were multiple aneurysms of the terminal internal carotid artery. At the beginning of the operation, the I ntermediate catheter was put in place, and the micro guide wire passed the lesion with phenom27. The surgeon measured the size and selected ped-500-25, and the stent was successfully put in place. During the deployment process, the tip end of the stent was adjusted many times, but it could not be opened smoothly, so the whole system was withdrawn. The phenom27 and the stent were withdrawn from the body as a whole, and the phenom27 was replaced with ped-475-25 to start again. The stent was deployed smoothly and the operation ended safely. It was reported the pipeline failed to open in the distal section. The pipeline was not positioned in a bend. The pipeline had been deployed more than 50% when it failed to open. The pipeline was resheathed more than 2 times. It is unknown if there were additional steps or other devices required to open the pipeline. The pipeline was removed from the patient. It is unknown if the pipeline was resheathed and removed with the microcatheter. The pipeline was not used for an indication that is off-label. The pipeline and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. It was reported the phenom catheter was found kinked in the distal section. No patient symptoms or further complications were reported as a result of this event.